Event description:
This is report 2 of 3. This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn. The patient was hospitalized for peritonitis. The cause of peritonitis was unknown. Treatment was not reported. The patient had not yet recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number gd894162. No exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): the patient was recovering from the event of peritonitis when he was re-admitted for peritonitis 15 days after the initial admission. The cause of the peritonitis was unknown. The patient was treated with vancomycin (dose, frequency and route not reported). During the hospitalization, the patient stopped peritoneal dialysis (pd) therapy, the pd catheter was removed, and the patient began hemodialysis. The patient was discharged from the hospital and recovered from the event of peritontis.